Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the rear te pulse wire solder connection in d.n was broken. The root cause for the broken solder connection was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.